Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an infant heel warmer. The customer reports the rn was preparing to apply a heel warmer to a patient. The heel warmer was squeezed to activate per instruction on the bag. The bag exploded upward and got all over the rn's right side (neck, ear, hair, chest and leg). The rn's neck reddened from the contact and there are no marks on the skin.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).